Event description:
It was reported this coaccess electrode was used during a bone ablation procedure. It was noted on withdrawal of the electrode and the introducer sheath that the patient had received a skin burn. The patient was released from the hospital. However, the patient returned to the hospital and was readmitted due to fever. This device has not been received for evaluation. Therefore, no failure analysis is available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, co is unable to determine if the device met its specifications. Follow up indicated this coaccess electrode used for a bone ablation procedure, which is a non-indicated use of this device. Additionally, this device was inserted into a metal introducer which co believed caused this event and do not attribute it to the device. Directions for use state: "the laveen coaccess electrode system is intended to be used in conjunction with a radiofrequency (rf) generator for the thermal coagulation necrosis of soft tissues, including partial or complete ablation of nonresectable liver lesions...warnings: the colored insulating cannula must be used at all times when accessing tissue. Use of the electrode without the colored insulated cannula may result in serious burns to patient and/or user."